Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, the patient experienced an unspecified reaction (not further specified). There was no medical intervention reported with the event. No additional information is available.

Manufacturer narrative:
Additional information: five days prior to receipt of the initial report, the patient was initiated on continuous renal replacement therapy (crrt) using acba citrate for regional citrate anticoagulation. Immediately following start of treatment, the patient presented with v-tachycardia and drop in blood pressure (bp), (no numerical data provided). Treatment was interrupted and the extracorporeal blood was returned to the patient. The patient was treated with amiodarone and epi drip to increase the bp. A new treatment attempt was made later the same day; however, systolic bp dropped to 60s within five minutes and treatment was once again terminated with blood return. No pretreatment bp values were reported. Epinephrine dosage was increased and an unspecified vasopressor was prescribed. Three days later, a third attempt to initiate crrt in hemofiltration (cvvh) mode was made, this time without using citrate as anticoagulant. Prismasol was used as both pre-and post-replacement solution and the patient fluid removal rate was set to 200 ml/h. Hydrocortisone was administered intravenously during the treatment. No further patient or treatment related data was provided and it is not known for how long the patient was treated with the 3rd prismaflex m100 filter set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.